Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The complaint sample was returned for eval and the investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured at 14 atm during the first inflation and became lodged within the 8f introducer sheath during removal from the pt. The pta balloon catheter and the introducer sheath were removed simultaneously from the pt as a single unit. Another sheath was placed and a second pta balloon dilatation catheter was used to successfully complete the procedure. No pt injury.